Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a cannula was found incorrectly assembled on the shaft of a bd¿ arterial cannula with bd flowswitch¿ prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One (1) actual unused sample without protection tube in open package and 4 representative samples were returned for investigation. All the samples were subjected to visual inspection. For the 1 actual sample, catheter peel back was observed. The sample was loaded into the lie distance station of the arterial cannula assembly machine and the lie distance was measured as 3mm which failed the upper specification limit (usl) of 1mm. For the 4 representative samples, no abnormality was observed. Observed catheter peel back on the actual sample and no abnormality on the 4 representative sample. The actual sample failed the lie distance specification. Investigation conclusion: there is an automated vision inspection machine at the arterial cannula assembly machine to check and auto reject parts not meeting the lie distance requirement. The 1 actual returned sample was challenged at the automated vision system and the lie distance was measured as 3mm which failed the upper specification limit (usl) of 1mm. At the vision system, ¿fail¿ was displayed and the nonconformance part was auto-rejected into the reject bin. Thus, root cause could not be established.